Event description:
The EU complainant had a pump stop during cp support. The pump was explanted and not replaced as the patient was hemodynamically stable. The pump had support the patient for 5 days in 2020. In 2021 there was a publication discovered inclusive of this support that noted access site bleeding that prompted many units of blood replacement as well as vascular intervention.

Manufacturer narrative:
The impella was discarded after use in 2020. Access site bleeding occurred, which was reported to be related to the high dose of heparin. The cause of the bleeding was high patient act values.